Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that beginning on an unknown date the patient had pain and soreness in the pump area. It was determined during the refill appointment on (B)(6) 2019 the pump was flipped and needed to be flipped back by the healthcare provider (hcp). It was noted that the patient also had buildup in the pump area which was aspirated and bound. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. The patient was alive with no injury and it was unknown if surgical intervention would be performed. No further complications have been reported as a result of this event.